Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic. It can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. In transapical patients, post-operative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, the cause of the pericardial effusion observed at the end of the tavr procedure cannot be determined. Per report, it may have been related to a guidewire injury, however, the bleeding site was unable to be identified. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a pericardial effusion was observed at the end of a transfemoral tavr procedure and pericardiocentesis was performed. No contrast leak to left ventricle (lv) was observed in a root angiogram done during bav; however, there was enough space between the balloon and the sinus of valsalva (sov). It was decided to use 1 ml less than nominal volume on the delivery system due to annular calcification which covered the commissure between the non-coronary cusp (ncc) and left coronary cusp (lcc) and extended toward the left ventricular outflow tract (lvot). A 23 mm sapien xt valve was deployed in a 60:40 aortic/ventricular (a/v) position as intended with trivial paravalvular leak (pvl). After deployment, the blood pressure recovery was slow, but the hemodynamics remained stable. No rupture was observed on aortography. During surgical repair of access vessel injury, accumulation of pericardial effusion was observed on tee. Drainage was performed via thoracotomy. A 200 ml of fluid was removed and the pericardial effusion was resolved. The procedure was terminated after protamine was given. The patient would be in observation for a few days with a chest drain and tracheal intubation. The bleeding site could not be determined. Per the physician, the pericardial effusion was not due to annular rupture. It might be due to a perforation by guidewire; however, the exact cause could not be determined. Per the report, the native annular diameter measured 21.1mm by CT with moderate valve calcification and mild aortic root calcification. The diameter of sov and sinotubular junction (stj) measured 30.0 mm and 25.0 mm respectively. There was calcification on the commissure of the ncc and lcc, which extended toward the lvot.

Manufacturer narrative:
Per the latest report, post tavr procedure the patient developed a complete atrioventricular (av) block and a permanent pacemaker (ppm) was implanted on post operative day (pod) 21. Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the reported complete av block is likely related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.